Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps string broke off while the instrument was in the patient. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the site was not able to provide any additional details related to the event/instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the force amplification pulley location. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Manufacturer narrative:
It was reported that while the customer was working as a multidisciplinary team during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps string broke off while the instrument was in the patient. Patient demographics were provided.

Event description:
Refer to h11 for follow-up information.